Manufacturer narrative:
The reported event of dislodgement was not confirmed in the lab. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had dislodged. The lead was removed and replaced. The patient was in recovery.